Manufacturer narrative:
The device was received for evaluation. A test of flow rate accuracy was performed, and the results were found to be within the product specifications. An air in line sensor test and downstream occlusion sensor test (high) were performed, and the results passed. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had multiple air-in-line, downstream occlusion alarms in the biomedical service department. There was no patient involvement. No additional information is available.